Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 398 mg/dl. The customer was treated with insulin pump and intravenous insulin drip. Customer was in emergency room. The customer also stated that they did allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed self test and they received error and in alarm history there was hardware low level failures alarm. Customer was performed high pressure test and it was pass. Customer was not using auto mode feature of the insulin pump. The insulin pump will not be returned for analysis.